Manufacturer narrative:
Background: quickie sedeo lite owner's manual, rev. C, page 21 states: "danger/warning! To prevent a fall: 1. Ensure controller is switched off during transfers to avoid unintentional movement." Discussion: in reviewing the complaint, the end user stated the turtle mode and tilt will not work. The end user recalled an incident on (B)(6) 2024, where she slipped and hurt her ankle while transferring into her wheelchair. The end user stated her bottom was on the seat of the wheelchair, and she tried to tilt but it would work. The end user stated she was holding on to the back of the wheelchair seat with her right hand when her feet slipped, and she hurt her ankle. The end user stated there were no error messages, and the dealer has been unable to recreate the issue the end user described. The end user stated gravity helps with her transferring, so she sits at the front of the chair and lets the tilt scoot her back to where she needs to be. According to the quickie sedeo lite owner's manual, the end user is to ensure the controller is switched off during transfers to avoid unintentional movement. According to the end user's account of the incident, she was attempting to operate her controller to tilt during a transfer. This action is the most probable root cause of the incident. The end user stated that during the incident, she sustained a sprain and bruise on her left ankle. The end user stated the sprain involved swelling and extreme pain. The end user stated the pain would increase her previously diagnosed spasticity. When asked about how the sprain is now, the end user stated that the swelling had gone back down to normal. Conclusion: in conclusion, due to the allegation of a serious injury (serious ankle sprain), this MDR is being filed.

Event description:
On (B)(6) 2024, the end user slipped and hurt her ankle while transferring into her wheelchair; she provided that the incident occurred while attempting to switch her controller to tilt mode. The end user stated the turtle mode and tilt would not work, but there had been no error messages. Furthermore, the dealer had not been able to recreate the issue the end user described. According to the end user, she sustained a sprain and bruise on her left ankle, leading to swelling and an increase in her previously diagnosed spasticity due to pain.